Event description:
It was reported via medical information "caller states she had a powerpicc placed during a recent hospitalization. It was placed due to nurses having trouble accessing her veins. During the hospitalization, the PICC had become difficult to flush but the nurse forced it to flush which caused caller to have pain down her arm. Caller asking should they have removed the PICC at that time? Caller states she ended up with multiple blood clots in her arm. Caller states she knew the PICC was for radiographic procedures but is wanting to know if it was okay for them to give medications and fluids through the PICC line. Could using the PICC for medications have caused the blood clots in her arm to develop? Medical information response: informed caller the powerpicc is indicated for intravenous therapy, power injection of contrast media and central venous pressure monitoring. Intravenous therapy refers to blood sampling, infusions, and therapy. The powerpicc can be used to deliver medications and IV fluids. Informed caller a potential complication of the PICC's are fibrin sheath formation, thromboembolism, and venous thrombosis. Explained that if the catheter was presenting with resistance to flushing, it is possible the catheter may have had fibrin build up. We do not recommend flushing against resistance as this can potentially lead to the fibrin breaking off of the catheter tip. We would recommend attempting to de clot the catheter or perform an x-ray and dye study to ensure the PICC's placement and function. If the catheter would not flush or give blood return, we would recommend removing the PICC. Informed caller we cannot determine the exact cause of the blood clots as medical history conditions will play a factor in susceptibility. Suggested caller discuss with her provider the factors that may have led to the clots in her arm."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.